Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a red call doctor icon was identified via remote monitoring and it was suspected that this cardiac resynchronization therapy pacemaker (crt-p) had triggered an unspecified alert. This crt-p remains in service. No adverse patient effects were reported.